Manufacturer narrative:
(B)(4). Although the exact problem was not communicated, the event history log review discovered a low drain volume alarm in the alarm log. The cause of the low drain volume alarm was undetermined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported "no communication" (translated to english) in reference to the use of the homechoice device. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms on the day of the event, but as the reported alarm was unknown, the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. An alarm was unable to be duplicated during functional testing. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history found nothing that would have contributed to the issue. The reported problem was unable to be confirmed during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.